Event description:
The device was used during an unspecified procedure. Reportedly, the clips did not advance and the surgeon closed the jaw across the internal mammary artery. The artery was damaged and bleeding. The surgeon applied clips to control the bleeding and complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not returned for evaluation.